Event description:
It was reported to medtronic minimed that the customer received pump error 4 (the motor arm cannot communicate with the main arm.), the customer received pump error 15 (the critical block and inverse critical block did not add to zero.) And the customer received pump error 23 (post-reset ram crc alarm). The customer experienced hyperglycemia. The event involved product(s) mmt-342, mmt-441ak, mmt-1884. Troubleshooting was performed. The customer was able to clear errors and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. Error has occurred more than once after a battery change. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-342, mmt-441ak. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. History was downloaded successfully using thus software. History was download successfully using thus software. However, the long trace history file confirms pump error 23 alarm on (B)(6) 2025 20:30:10:000 pm, pump error 4 on (B)(6) 2025 20:30:08:000 pm and pump error 15 on (B)(6) 2025 20:30:08:000 pm due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label, cracked keypad overlay ay select button, broken battery tube threads and cracked keypad overlay at select button. Unit was confirmed for pump error 23, 4 and 15 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.